Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer was attempting to test using expired test strips.

Event description:
Customer reported that beginning from 2008, his precision qid blood glucose meter would not advance past the calibration screen preventing him from testing. In 2009, customer lost consciousness and self-presented to a local hospital where he was diagnosed with dehydration and treated with intravenous antibiotics and fluids. Customer did not receive any treatment for his diabetes. There was no report of death or permanent injury associated with this event.